Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the cadd solis operator manual (10009126-003) warnings section states system delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information received on 18-nov-2022 via email and attached to complaint object: the patient did not receive medical treatment ; the length of infusion (total programmed volume) was 46hrs; the volume delivered/remaining when alarm occurred was a bag full; the set flow rate was 3ml/hr; the position of pump when alarm occurred was straight. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was still full of chemo, but the volume read zero milliliters. The patient reports that the pump beeped a couple times today. All clamps and connections were checked and there were no occlusions noted. The patient was using her own fanny pack. The event log showed multiple alarms reading upstream occlusion. Education was provided to the patient to use the provided black bag, alarm management and to monitor bag to make sure medication is infusing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.